Manufacturer narrative:
The device was received for investigation. Blood was confirmed in the device. Manufacturing attempted to recreate the issued while testing, but was unable to reproduce the failure for 3 different lots of finished goods. It is likely that the issue is due to the use/setup at the site. However, the exact root cause could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the phastipp resector handpiece pump pushed blood back into the resector during a phastipp transilluminated powered phlebectomy procedure. They are unable to sterilize the handpiece and will need a replacement. No injury was reported to the patient.